Manufacturer narrative:
Additional information received :it was reported that the limb was completely deployed by rotating the blue handle, and the trigger was not used during deployment. It was clarified that the stent graft did not migrate, and all removal steps were followed according to the instructions for use. The physician noted that more force than usual was required to remove the delivery system, as the limb was tightly apposed to the vessel wall. According to the physician, the exact cause of the removal difficulties could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an etlw1628c124ee stent graft was implanted as part of the endovascular treatment of a 83.4mm aaa. After deployment, the physician attempted to remove the iliac delivery system by sliding the trigger, however the trigger would not slide or push down. The physician tried to advance the delivery system up, but was unsuccessful, as the tapered tip was stuck and could not be pulled down due to graft migration. The physician opened the external slider (blue hand) to remove the delivery system, after which the trigger could be slid and the device was removed without any effect on the patient. No cause was reported. The patient remained clinically stable and alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Video analysis a 7 second video was received for analysis. An attempt to engage the trigger can be observed, however the trigger appears to be stuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: the reported events could not be confirmed based on the available pre-implant images; therefore, the cause could not be determined. Procedural angiograms showing the removal attempts and the reported migration of the stent graft were not available for evaluation. It is possible that removal difficulties contributed to stent migration, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.